Event description:
It is reported that in 2000 pt underwent internal fracture fixation of broken clavicle. Approximately two weeks post-op the plate broke. As a result, in 2000 pt underwent revision procedure where new plate was placed.